Manufacturer narrative:
Multiple product were implanted including: product ID, lot no, quantity 2112460, unk (B)(4), unk (B)(4) , unk 1, plate with lot number and product ID unknown. Although it is unknown whether the devices contributed to the reported event, we are filing this MDR for notification purposes only. (B)(6). (B)(4). Neither the product nor applicable imaging films were returned to manufacturer for evaluation therefore cause of event cannot be determined.

Event description:
Procedure: oblique transforaminal interbody fusion (olif) levels: l3-s1 it was reported that on: (B)(6) 2016 the patient underwent an inter-body fusion + anterior instrumentation (l3-s1) using three olif cage and anterior plates(stage 1) (B)(6) 2016 the patient underwent posterior instrumentation ( l3-s1) (stage 2). (B)(6) 2016: post-op,the patient had right foot drop "dorsiflexion weakness" the CT myelogram was pending. The patient developed weakness in right dorsiflexion and bone pain in leg, right paraparesis l5 nerve root and spinal stenosis outcome was stated as not resolved. Relationship with implant/surgical procedure was undetermined. (B)(6) 2016: the patient presented status post anterior posterior reconstruction. The patient had developed weakness in his right dorsiflexion and started to have bone pain in his leg 7-8 days post-op. Preoperative diagnosis: right progressive paraparesis l5 nerve root and spinal stenosis. The patient underwent the following procedures: 1. Revision laminectomy, l4, l5, s1 bilateral foraminotomies, partial patellectomy, partial sacroplasty and excision of fusion mass. 2. Revision instrumentation, right l4 to s1. 3. Revision fusion posterolateral l4 to s1 with rh-bmp2, autograft, platelet-rich plasma matrix. 4. Revision balloon closure. 5. Right iliac crest bone marrow aspiration harvested from mesenchymal stem cells. 6. Somatosensory evoked potential and motor evoked potential monitoring. No patient complications were reported.